Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the physician via a company representative on (B)(6) 2015. On (B)(6) 2015 the patient's 40cc pump was replaced with a 20cc pump. The pump segment of the catheter was also replaced. It was the physician's decision to replace the pump and pump segment of the catheter. There was no patient injury. The patient recovered without sequela. The indication for use was noted as non-malignant pain and failed back surgery syndrome.